Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected prime or fill anomaly noted during testing. Also, device was programmed with test mini-link and the glucose sensor simulator and display the 100 value properly on display graph. Device calibrate error or low suspend alarms functions working properly and no anomaly noted. Device was also programmed with test glucose meter, device communicated properly and recorded the 90 mg/dl value properly from glucose meter. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced inaccurate readings and high blood glucose. The customer's blood glucose was 400 mg/dl and sensor glucose was 120 mg/dl at the time of incident when it triggered threshold suspend. The customer stated that they did not have a bent cannula on the sensor. The sensor will not be returned for analysis. The insulin pump will not be returned for analysis.